Event description:
Product caused urine to sit on penis resulting in both bacteria and yeast infections. Customer reported physician identified both bacteria and yeast in urine via lab tests and it is suspected that the bag caused urine to sit on the penis and backfill into the body while sleeping over several days of use. Impact to pt's well being continues as he tries to recover from bacteria and yeast infiltration as reported to me as a distributor / supplier of product during reorder cycle.